Manufacturer narrative:
(B)(4). Subsequent to the initial report, additional information was received, indicating that the dissection occurred during use of a non-abbott guide catheter, prior to the xience alpine entering the patient anatomy. The dissection was treated with tamponade of the vessel using the guide catheter and resolved by the end of the procedure. Although the dissection occurred prior to use of the xience alpine, this event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the initial 30 day medwatch report, additional information was received, indicating that the dissection occurred in the radial artery near the axilla during use of a non-abbott guide catheter, prior to the xience alpine entering the patient anatomy. The dissection was treated with tamponade of the vessel using the guide catheter and resolved by the end of the procedure. Although the dissection occurred prior to use of the xience alpine, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data (continued): (B)(6) 2015 (22:15): ck-mb=1.2 ng/ml, normal upper limit 6.3. (B)(6) 2015 (12:05): troponin I=0.01 ng/ml, upper reference limit 0.04. (B)(6) 2015 (10:55): ck=46 iu/l, normal upper limit 140. (B)(6) 2015 (10:55): ck-mb=3.7 ng/ml, normal upper limit 6.3. Concomitant products: dilatation catheter: nc trek 3.0x12. Other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure, with implantation of a 3.0 x 15 mm xience alpine stent in the mid left anterior descending artery. During the procedure, a small dissection occurred and was treated with medication administration. The dissection resolved at the completion of the procedure, with no extravasation. Per study physician, this event is not related to the study device or study procedure. No additional information was provided.